Manufacturer narrative:
Correction: h.6. Eval code conclusion (fdc/annex d) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the mobile programmer application displayed only a loading page upon launch. It was noted that a reboot of the host tablet was performed and the application continued to display the loading page. It was further noted that after closing and relaunching the application, a checking systems page was displayed. Upon a review of workflows it was identified that the intended application for use was the remote monitoring mobile application. Guidance was then provided to use the appropriate application for interrogation and that the mobile programmer application had not been set up and remained on the checking systems page. There was no patient involvement.